Event description:
It was reported that an inflatable penile prosthesis (ipp) device could not be used as expected due to the pump not being resilient and not being able to be inflated with liquid. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent functional and leak testing. Under microscope observation, the spring was found to be misaligned in the pump; however, it did pass the functional and leak tests. Based on the information available and analysis results, the pump passing the functional and leaking tests could not have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device could not be used as expected due to the pump not being resilient and not being able to be inflated with liquid. The device remains implanted; a revision surgery is planned. No patient complications were reported.